Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that missing latch. A field service engineer, replaced striker to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system drawer has encountered a failure, attempts to release it from the back panel have not resolved the issue. Customer stated that the issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.